Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when she wore the pump, her blood glucose went high. Customer stated that when she put her old pump back on, her blood glucose levelled out. Customer stated that the current time on the pump was not correct as she had taken the battery out of the pump. Customer was assisted with running a self test. Customer checked her blood glucose every hour. Customer's blood glucose was 20 or 30 mg/dl. Customer stated that she has had blood glucose as high as over 600 mg/dl and as low as 23 mg/dl. Customer stated that the basal rates in the old pump are the same as the new pump. Customer declined to have the pump replaced. Customer mentioned that she began wearing the pump 2 weeks ago.